Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the returned product consisted of and angiojet zelante dvt thrombectomy system. Blood was on the device. The pump, shaft, and tip were microscopically examined and it was observed that at the hypotube was broken 45mm from the tip of the catheter. Functional testing revealed a ¿check saline¿ error message. Due to the break in the hypotube, the device would not get through priming. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 27 mar 2017. It was reported that there was a failure to prime. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. During preparation outside the patient, the device failed to prime past 3 seconds. Another of the same device was used to successfully complete the procedure. There was a slight delay in the procedure since they had to set up additional catheters. There were no patient complications and the patient condition was stable. However, device analysis found a broken hypotube.